Event description:
The manufacturer was informed of the following event through mantra study database. Based on the information received, perceval plus valve size m was implanted in the patient on (B)(6) 2023 through median sternotomy. On (B)(6) 2023, a definitive pacemaker was implanted in the patient due to complete av block.

Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve and nitinol stent, model #pvf-m, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve and its component satisfied all material, visual, and performance standards required for a model #pvf-m perceval plus heart valve at the time of manufacture and release. Based on the available information, it is not possible to draw a definitive root cause on the reported event. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval plus IFU. Valve remains implanted.